Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not getting fit into the compartment and there was no response from the insulin pump to select next on rewind and prime sequence. Blood glucose level of the customer was 192 mg/dl. The customer was assisted with the troubleshooting. It was also stated that the insulin pump had power loss alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or device seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Also no unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Finally no pump error 25 was noted during testing, in the d vice history file, in the long trace file, or in the power management graph. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.